Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced blood glucose fluctuations and hyperglycemia while using a replacement ilet, attributed by the user to not following initial learning protocol, overcorrecting hypoglycemia with high-carbohydrate foods, and using nonstandard meal announcements; the training record indicated the target was set to lower. Symptoms included hyperglycemia with alternating low and high glucose excursions. Outcomes included no injury and no hospitalization. Investigation included customer care troubleshooting, user education on ilet use, and guidance to perform a factory reset and re-pair to the phone, followed by re-entry into automated (bionic) mode. Investigation of this case revealed use-related issues consistent with improper operation and training adherence rather than a device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error with cause unclear for the hyperglycemia event.